Event description:
Zoll defibrillator "on" knob will lock up or jam when the unit is positioned on its side or not stored in its typical horizontal position; 27 devices were tested and 22 of the devices were found to experience this issue. Facility is aware that this has been reported to zoll and that they are investigating. Reference reports: mw5154273, mw5154274, mw5154275, mw5154276, mw5154277, mw5154278, mw5154279, mw5154280, mw5154281, mw5154282, mw5154283, mw5154284, mw5154285, mw5154286, mw5154287, mw5154288, mw5154290, mw5154291, mw5154292, mw5154293, mw5154294.